Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: opening, underweight, crease fold, wear abrasion, stress marks. Microscopic analysis was performed which identify crease sharp on posterior side. Based on the device analysis the final assessment is: a crease sharp on posterior side due to fold flaw opening.